Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Implanted date - 2000; exact date unknown. Manufacture date - unknown. (B)(4).

Manufacturer narrative:
Information received indicates the component was not manufactured by biomet orthopedics.this report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty in 2000. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the locking screw between the femoral stem and femoral component. No further information has been provided to date.